Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty rowboard cable. The field service engineer reseated an auxiliary drawer rowboard cable to both the controller and the rowboard. A field service engineer confirmed that there was a delay in dispensing medication to the patients. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The pocket failed to release. The customer reported that able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.